Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). Patient was emitted to the ER due to the amount of pain experienced from the procedure. Hcp requested that the rep visit the patient at the ER and interrogate the battery. Rep interrogated the battery and turned it off to see if it was a source of the pain. It was not and the patient noted that the stimulation was helping his normal chronic pain. His current pain is around the incision site, the rib cage, and abdomen. An impedance check was performed, and 2 shorted electrodes were found. Rep made sure the patient was not programmed on the shorted electrodes.

Manufacturer narrative:
Continuation of d10: product ID 977c165. Serial# (B)(6). Implanted: (B)(6) 2024. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was clarified the patient was hospitalized overnight. It was reported the pain had been resolved.